Event description:
Trached pt alarmed high pressure - began pulling at trach, suctioned; restless - elevated - sedated then pressure down - rt tried to reposition trach - vt to zero. Code blue - unable to ventilate. Doctor arrived - unable to intubate another doctor arrived - removed trach inserted et tube. Continued code - no response. Pt developed subcutaneous emphysema of face, neck. Patient expired.